Event description:
It was reported that during the procedure, the device broke inside the bone while drilling a hole for an implant.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. Nonetheless, the reported condition is a known failure mode, which probable root cause(s) can be associated, but not limited to: inadequate system design (strength) and/or insertion technique (user error). In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during the procedure, the device broke inside the bone while drilling a hole for an implant.